Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that two years following an intraocular lens (iol) implant procedure that glistenings were observed inside the iol. There was no patient harm. The iol remains implanted. Additional information has been requested.